Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced four infusion set cannula was crimped within three hours of insertion at abdomen on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.